Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive and required excessive force in order to respond. The pump was not in use for insulin therapy. No additional information was provided.